Manufacturer narrative:
A replacement pump was sent to the customer. On (B)(6) 2017 the customer spoke with a medela clinician. At which time she confirmed that she had been prescribed cephaloxin and that she is no longer experiencing symptoms of mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017 the customer's husband reported to a medela customer service representative that his wife was experiencing low suction with her pump in style breast pump. On (B)(6) 2017 the customer's husband called back reporting that she had seen her physician and he prescribed her antibiotics.